Manufacturer narrative:
Philips has investigated this complaint. The philips remote service rse) examined the system remotely and confirmed that disk full alert. Upon troubleshooting, the philips remote service engineer (rse) confirmed that equipment is without prs portal, and it is required to do procedure to recreate the database (recreate image storage). On further troubleshooting, rse suggested that if still recreating image storage does not fix the error, it is necessary to replace the image disks of the ippc. Further no service has been performed by philips. To date, no further information was received as information has been lost due to the age of the complaint. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the image disk space was full, preventing imaging. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.